Manufacturer narrative:
Patient weight updated. Information regarding submission of a voluntary medwatch was received by w.l. Gore; ref. Uf/importer report #(B)(4). - attachment: [ufimporter medwatch report #(B)(4).p]

Manufacturer narrative:
A.5.a. Ethnicity added. B.1. Updated - product problem.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. As the device remains implanted, and the delivery catheter was discarded, no evaluation of the device could be performed.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the leading olive tip of the trunk-ipsilateral leg component became separated from the delivery catheter while the device was within the patient. No excessive force was noted upon device advancement. No patient tortuosity was noted. The trunk-ipsilateral leg component was successfully deployed. Reportedly the guidewire was still inserted through the leading olive tip. A snare device was advanced to grasp the end of the guidewire with the attached leading olive tip. The delivery catheter, snare device, and leading olive tip were successfully removed from the patient. The procedure was concluded successfully. There were no further reported issues. The patient tolerated the procedure.